Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure low alarm and an arterial air alarm occurred during a routine hemodialysis treatment with visible clotting of the circuit. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported alarms are attributed to clotting of the circuit most likely due to a recent decrease in the patient's heparin dose. The cycler alarmed appropriately. The user's guide includes adequate warnings regarding the risk of clotting. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff provided additional review of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.